Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 400 to 490 mg/dl. At the time of incidence. Customer was treated with insulin pump for high blood glucose level. Customer¿s another blood glucose level was 250 mg/dl. Customer was assisted with troubleshooting and they did not alleged that the insulin pump was under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.